Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a result of 149 mg/dl on their blood glucose meter. The consumer immediately performed another test using the same meter and strips getting a result of 232 mg/dl. Shortly after the result of 232 mg/dl, the consumer reported she experienced a hypoglycemic event which required medical intervention with paramedics. When the paramedics arrived they tested the consumer with their blood glucose meter getting a result of 17 mg/dl. It was found during the phone call, the consumer is transferring vials of test strips from one vial to another which can compromise the integrity of the test strips and is against our directions for use. The difference in the readings was determined to be clinically significant. The test strips in question will be returned for eval.